Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) extension sets with a 1.2 micron filter would not prime; further described as, ¿the nurse primed the lipid, the filter chamber did fill up regardless whichever position was being tried¿, however, there wasn't any fluid flowing out of the set, only receding. This was identified while priming the set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Residual contamination was present in the sample inside the plastic bag. Visual inspection did not identify any issues that could have contributed to the reported condition. No functional testing was performed. The reported condition was not verified. Retention samples were evaluated. Visual inspection of the retention samples did not identify any issues. The retention samples were functionally tested which included a gravity test and no issues were noted. The retention samples met product specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.